Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal infection ("vaginal infections"), lyme disease ("autoimmune disorder type of disorder:lyme disease"), metal poisoning ("allergic or hypersensitivity reaction type: metal toxicity"), genital haemorrhage ("abnormal bleeding (general)") and ophthalmic herpes zoster ("infection (bladder/ urinary tract/vaginal) type; infection (other) describe: shingles of eye") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: paraguard (copper iud) and depo provera. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced metal poisoning (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal change"). On(B)(6) -2014, the patient experienced vitreous floaters ("vision/eye problems type: floater, seeing spots") and visual impairment ("vision/eye problems type: floater, seeing spots"), 2 years 6 months after insertion of essure. In march 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced infection parasitic ("gastrointestinal or digestive system condition type: parasitic \ infection (other):parasite worm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criteria medically significant and intervention required), lyme disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), ophthalmic herpes zoster (seriousness criterion medically significant), pruritus ("itching\ itching skin sensation"), skin ulcer ("skin sores/rashes or skin conditions type: sores on face and neck"), anxiety ("anxious \ increase anxiety"), depression ("depressed"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), mental disorder ("psychological or psychiatric problems condition"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fogs"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pain of skin ("skin pain"), urinary tract infection (" infection (bladder/ urinary tract/vaginal)type") and cystitis ("infection (bladder/ urinary tract/vaginal)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((bilateral salpingectomy) ). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain, vaginal infection, lyme disease, metal poisoning, genital haemorrhage, ophthalmic herpes zoster, vitreous floaters, pruritus, skin ulcer, alopecia, tooth disorder, anxiety, depression, menorrhagia, vaginal haemorrhage, mental disorder, migraine, headache, nausea, feeling abnormal, allergy to metals, dysmenorrhoea, visual impairment, fatigue, weight decreased, infection parasitic, hormone level abnormal, bladder disorder, urinary tract disorder, urinary tract infection and cystitis outcome was unknown and the pain of skin had not resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, infection parasitic, lyme disease, menorrhagia, mental disorder, metal poisoning, migraine, nausea, ophthalmic herpes zoster, pain of skin, pelvic pain, pruritus, skin ulcer, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vitreous floaters and weight decreased to be related to essure. The reporter commented: in sep2012, her healthcare provider tell her about her results that ¿I called to confirm I did not receive written confirmation of dye test results diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: aka was added. Events- abnormal bleeding (general), abnormal bleeding(vaginal, menorrhagia),metal toxicity, shingles of eye, psychological or psychiatric problems condition, lyme disease, bladder problem, urinary problems, migraines, headaches, nausea, brain fogs, nickel allergy, dysmenorrhea (cramping), vision/eye problems type: floater, seeing spots; fatigue, weight loss, parasitic worm, pelvic pain, bladder infection, urinary tract infection, hormonal level abnormal, pain of skin were added. Historical drugs were added. Lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal infection ("vaginal infections") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal infection (seriousness criteria medically significant and intervention required), pruritus ("itching"), skin ulcer ("skin sores"), alopecia ("hair loss"), tooth disorder ("dental problems"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essur devices). Essure was removed in (B)(6) 2017. At the time of the report, the vaginal infection, pruritus, skin ulcer, alopecia, tooth disorder, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, pruritus, skin ulcer, tooth disorder and vaginal infection to be related to essure. Diagnostic results: on unspecified date, patient had a performed hysterosalpingogram test but result was not provided. Most recent follow-up information incorporated above includes: on 6-dec-2017: significant coding correction was done on 06-dec-2017 following company internal coding review, the event skin sores was coded to meddra llt skin ulcer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal infection ("vaginal infections") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal infection (seriousness criteria medically significant and intervention required), pruritus ("itching"), pain of skin ("skin sores"), alopecia ("hair loss"), tooth disorder ("dental problems"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essur devices). Essure was removed in (B)(6) 2017. At the time of the report, the vaginal infection, pruritus, pain of skin, alopecia, tooth disorder, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, pain of skin, pruritus, tooth disorder and vaginal infection to be related to essure. Diagnostic results: on unspecified date, patient had a performed hysterosalpingogram test but result was not provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.